Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion to treat degenerative disc disease. It was reported that the tip of guidewire broke off in the vertebral body. It was not able to be removed. No additional patient complications were reported.

Manufacturer narrative:
F(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.